Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Attempts to extract the lead were complicated by a broken helix. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful.